Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.25x20 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the circumflex (cx). The lesion was predilated with a 1.5x20mm non-bsc balloon. Attempts to reach the lesion with a 2.25x16mm taxus liberte, 2.5x23mm xiencev stent, and a 2.0x20mm non-bsc balloon were unsucsessful. Additional inflations were made with a 2.5x15mm maverick balloon. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found slight damage to the distal edge of the stent and the hypotube had kinked approximately 8.0cm distal from the catheters strain relief. Three struts in the first proximal row were raised. The stent damage is consistent with the delivery system encountering some form of restriction. The hypotube damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The product mandrel was inserted and stent balloon protector attached. No additional product analysis or external evaluations were performed. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.